Event description:
Blade entered full thickness of the eye on two (2) separate cases, causing the doctor to fight the iris. Cornea was perforated; doctor had to use sutures to prevent incision leakage.

Event description:
Blade entered full thickness of the eye on two (2) separate cases causing the dr to fight the iris. Cornea was perforated; dr had to use sutures to prevent incision leakage.